Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report pertains to the first genesys hydrothermablation procerva procedure set and manufacturer report # 3005099803-2017-02887 pertains to the second genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation on september 03, 2017 that two genesys hydrothermablation procerva procedure sets were used during hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, two minutes within ablation using the first procedure set (MFR report), three fluid loss alarm occurred causing the system to initiate cool down. A second procedure set (MFR report #3005099803-2017-02887) was opened and after eight minutes into the ablation phase, a third fluid loss alarm appeared and the system went to cool down. The procedure was completed with a third genesys hydrothermablation procerva procedure set. Forty-eight hours post-hta procedure, the patient reported that she sustained a second degree burn in vaginal area and both sides of the buttocks. The physician suspects the fluid may have been lost through the cervix and through the adapter causing the burn. The affected areas were treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on june 1, 2018. On (B)(6) 2017, during the procedure, post administration of general anesthesia, a single-sided speculum was inserted into the vagina and the anterior cervix was grasped with a tenaculum. Cervix was sufficiently dilated. During hysteroscopy, visualization was not clear and the cavity could be seen but not brightly. At 2-1/2 minutes in the ablation, the unit shut down following a third fluid loss. A ¿little bit of fluid¿ was noted in the vagina, and at this point the patient was repositioned using the laser aiming beam as guide. A second cassette was used and the system initiated, however, this time the system failed due to leakage of fluid around the cassette. A third cassette was used and the ablation progressed until 8 minutes when a fluid loss alarm occurred. At this point the procedure was aborted and the sheath removed from the patient. Ultrasound was performed post procedure. Fluid was documented in the posterior cul-de-sac measuring 2.6 x 2.6 at its widest points. There were no noted evidence of burn. Patient was awakened and taken to the recovery room. Observed blood loss was negligible as per the physician¿s assessment. Patient was alert and vital signs were stable, with only minimal crampy discomfort. On (B)(6) 2017, the patient reported being tired but okay except for burning on urination. Upon examination, there was irritated, edematous and erythematous area on left lower labia to central introitus. Skin was intact. On (B)(6) 2017, the patient went to the emergency department with complaints of swelling and pain in her vulvar region as well as her lower abdomen. She had fever an hour before arrival to the emergency department of 102 degrees fahrenheit. The patient felt sweaty and clammy and had some nausea but no vomiting. She had some mild clearish brown drainage in her vagina and pain was described as moderate to severe and worse with movement. The physician evaluated the patient and CT scan of the abdomen and pelvis was done to rule out potential extra uterine complication and there was no evidence of this or alternative etiology for her abdominal pain. The patient's white blood cell count was mildly elevated and there was some evidence of urinary tract infection and according to the physician, the patient did not have any catheterization during the procedure. Patient has had some dysuria though it is difficult to know if this is post procedure or secondary to infection. The patient was given a prescription of ketorolac for the next couple of days and bactrim for 3 days. On (B)(6) 2017, patient presented in the emergency department with fever, general malaise, chills and increased vaginal and perirectal pain. The patient took only 2 doses of the bactrim, but discontinued after she developed a mild rash on her chest. She was evaluated by the physician and switched her medication to azithromycin and had one dose. The patient reported that she had debridement of perineal burns on the same day at another facility. She reports of continued pain since the ablation 2 weeks ago, though probably worse throughout the day. Ems was called for transport and noted tachycardia in the 100s as well as fever of 101 degrees fahrenheit. Patient was given dose of clindamycin IV, checked labs and compared to recent visit, given IV fluid bolus, and treated pain. On re-evaluation, the patient was quite well-appearing with improved pain though still persistently uncomfortable. The patient preferred to be discharged and was given take home medication for pain. Laboratory results are relatively reassuring, the patient was afebrile and in no acute distress. On (B)(6) 2017, a CT scan of the abdomen/pelvis w/o contrast was performed due to pelvic and perineal pain. The findings were: uterus is normal in size. The right and left ovaries and adnexal regions are unremarkable. No free fluid or free air or acute inflammatory changes are seen.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02886 pertains to the first genesys hydrothermablation procerva procedure set and manufacturer report # 3005099803-2017-02887 pertains to the second genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation on (B)(6) 2017 that two genesys hydrothermablation procerva procedure sets were used during hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, two minutes within ablation using the first procedure set (MFR report # 3005099803-2017-02886), three fluid loss alarm occurred causing the system to initiate cool down. A second procedure set (MFR report #3005099803-2017-02887) was opened and after eight minutes into the ablation phase, a third fluid loss alarm appeared and the system went to cool down. The procedure was completed with a third genesys hydrothermablation procerva procedure set. Forty-eight hours post-hta procedure, the patient reported that she sustained a second degree burn in vaginal area and both sides of the buttocks. The physician suspects the fluid may have been lost through the cervix and through the adapter causing the burn. The affected areas were treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.